Event description:
As reported for this event by the customer, the device turned off in the middle of a diagnostic procedure. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the devices turns of intermittently. The display was black and the alarm sounded when the device turned off. Error e03 was recorded on the error log. The issue is attributed to the mother board being faulty. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum jun 15, 2022. The event occurred during a technical pre-check. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty mother board could not be determined. Olympus will continue to monitor field performance for this device.